Event description:
Day after my surgery, complications started worse than when I went in. Complications of : severe pain to left and right abdomen, pain in my groin area, sick to the stomach, problems when having sex. It is causing big problems between my wife and I during sex. I have a dull pain and burning in my groin area all the time. Pain shooting in my left and right side, like someone is stabbing me with a knife. Pain shooting down my legs, and I always, always stay sick to my stomach from these patches. (B)(6) 2012, that's when the bard 3-d max mesh patches started to cut into my intestine and cause me to internal bleed inside and come out of my rectum during bowel movements. The blood bleeds heavy at times. This is still happening to me today. This mesh (bard 3-7 max) has not cause me to bleed inside and out of my rectum. On saturday (B)(6) 2012, found blood in stool at or around 6:30 - 7:00pm. Sun (B)(6) 2012. Found blood in stool at 11:35 am this morning. Same amount of blood in my stool as of (B)(6) 2012: saw blood when I wiped myself at 5:10pm, very little on tissue. (No blood in stool only on tissue). Wed (B)(6) 2012: found blood in my rectum at 10:12 am this morning, good bit, but not large amount. Wednesday (B)(6) 2012: found trace's of blood in stool and tissue at 3:30pm this evening, only small traces. Thursday (B)(6) 2012: found blood in stool and when I wiped at 9:02pm tonight, found a good bit. Wednesday (B)(6) 2013: found blood in stool and when I wiped at 12:47 pm today, found a good bit in stool. Thursday (B)(6) 2013: found blood in stool and when I wiped at 5:44 pm today, it was a good bit in stool. During the time of bleeding, I was and am taking bc powders, sinus pulls from alka-seltzer plus, my medication and acid reflux pills, over the counter from (B)(6).